Event description:
A pt called in 2002, alleging that their meter was reading inaccurately high. Pt was taken to the ER and treated with IV glucose. Pt mentioned that the incident took place last month. Pt stated that they have frequent urination and nosebleeds. During the evening pt tested blood sugar and got a result of 596mg/dl. Pt had a reading of 480 earlier during the day. Pt was feeling nervous and was unable to sleep. A few mins later emt tested 190mg/dl on their meter. Pt was taken to ER. Emergency ran a lab test and result of 180mg/dl was obtained, time unk. Pt was treated with "IV glucose". Pt was prescribed metformin hcl and was released later that evening. Pt stated that pt has not been taking metformin hcl. Pt explained that pt took their regularly prescribed medication during the day and nothing was different.